Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011033, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011033 was manufactured according to the work instruction (wi) version 82 and packaging in the machine multivac 12 on 12-jan-2025, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 5a01011 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set on 11-jan-2025, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 5a01012 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set on 11-jan-2025, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 5a01036 was manufactured according to the wi version 42 and manufactured in the machine 04-08, on 07-jan-2025, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4m02832 was manufactured according to the wi version 42 and manufactured in the machine 08, on 22-dec-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4m03011 was manufactured according to the wi version 42 and manufactured in the machine 04-08, on 09-jan-2025, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 5a01035 was manufactured according to the wi version 42 and manufactured in the machine 04-08, on 06-jan-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that 1 sample was found with delaminated tape, inspection was found within specification. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: brazil.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced an event where the infusion set tubing was broken on (B)(6) 2025. The infusion set was in use for one day. No further information available.